Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two hospitals and two physicians reported in this complaint. The information is as follows: on (B)(6) 2010, (B)(6), with dr. (B)(6) on (B)(6) 2012, at (B)(6) with dr. (B)(6).